Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 33.8-34.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 44.2-44.4cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 7.3-7.5cm and 10.2-11.1cm from the distal tip. The etfe coating was intact at these locations. (B)(4). (B)(6).